Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged hospitalization 3 or 4 times, can not sleep well due do the device, also taking sleeping pills. The patient also alleged difficulty breathing/short of breath. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged hospitalization 3 or 4 times, can not sleep well due do the device, also taking sleeping pills. The patient also alleged difficulty breathing/short of breath. The reported event of hospitalization 3 or 4 times, can not sleep well due do the device, taking sleeping pills, difficulty breathing/short of breath and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as possibly related to the product problem with the device and/or user error associated with any of the following possibilities: improper humidification and/or tube temperature settings, improper mask fit/use, improper or inadequate treatment pressures, certain cleaning chemicals the patient might have used in the device and/or inadequate cleaning practices/frequency. Based on the available information, the manufacture concludes additional information is needed for further clarification and assessment of the patient's alleged harm(s). However, multiple attempts have been made to obtain additional information and have been unsuccessful. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.